Event description:
It was reported that pump displayed cgm error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance for complete pump reset, performed reset with support, confirmed error did not recur, and successfully started new sensor session.